Event description:
It was reported that while being observed by end user, the cs300 intra-aortic balloon pump (iabp) unit is malfunctioning and could no give any specific direction on failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Corrected fields: d5, e2, g2. Additional information: e1(event site telephone(B)(4). E3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cs300 intra-aortic balloon pump (iabp). There was no information on patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit.fse states that failure observed by end user ¿unit is malfunctioning¿. Observed note on cs300, could not get any specifc direction on failure. During evaluation observed safety disk expired, replaced during service visit. Could not duplicate any failure with cs300. Unit passed all functional and safety tests per factory specifcations, returned to customer and cleared for clinical use.

Event description:
It was reported that while being observed by end user, the cs300 intra-aortic balloon pump (iabp) unit is malfunctioning and could not give any specific direction on failure. It is unknown when the event occurred or if the patient is involved.